Event description:
It was reported that (5) pmw35 were used during a unknown procedure. It was reported by the rep that the nurse had saved (5) pmw35 skin staplers that were not working properly. The nurse complained that all of these were hanging up. The nurse said he did not know what day or which surgeon was using the product. It is unknown how the case was completed. There was no consequence to the pt.